Manufacturer narrative:
(B)(4) - device problem code: (B)(4) - off-label use, acd<3.0mm. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on 18/mar/2022. The lens was replaced with a longer length lens due to low vault on 13/jul/2022. This resolved the problem. Cause of the event is reported as unknown.